Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex machine failed during continuous veno-venous hemodiafiltration (cvvhdf) treatment. The reporter stated that the issue occurred just after the 8.1 software update. The calcium syringe worked well during many calcium refills, but then no longer moved. The machine did not show any error messages until the user pushed the syringe change button. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review analysis showed that no calcium was delivered from the change syringe procedure until the treatment was stopped. A condition where the calcium syringe pump became inactive unexpectedly has been verified. The cause of the event was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.